Manufacturer narrative:
(B)(4). Patient was born in 1942. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis. Peritoneal dialysis therapy was ongoing. No additional information is available.